Manufacturer narrative:
Investigation summary no product was returned. Thrombosis: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Failure to advance: the cause of the failure to advance was determined to be an adverse event related to the anatomy of the patient since patient had calcification and md believed vessel was too small to advance. Device history lot device lot: 1991922 device history batch subcomponent lot: n/a device history review device sn: (B)(6) passed all post sterile inspection checks.

Event description:
It was reported that a patient has been on intra-aortic balloon pump (iabp) and venoarterial extracorporeal membrane oxygenation (va ECMO) for a prolong period of time. The patient was also on continuous renal replacement therapy for renal impairment. The patient also suffered cerebrovascular accident during this hospital admission. Plan of care for patient was to place impella 5.5, remove iabp, and wean va ECMO support to explant, leaving imepella 5.5 for hemodynamic support. After multiple days of heparin therapy patient was brought back for attempt at impella 5.5 placement. Access was achieved through standard right axillary graft, placement of wire/catheter was difficult due to little atrioventricular (av) movement. Finally access across the av was achieved. Impella was loaded on biomed 0.018 and advanced into the graft and made it completely past the anastomosis, confirmed by medical doctor, but would not advance further. Multiple attempts were made to advance the impella, pulling back and advancing, torquing and advancing to no advancement of the device. The medical doctor advised quite a bit of resistance and believed vessel was to small to advance. The medical doctor removed the device from the graft with intent of covering in propofol and trying again. After removing the impella there was biomaterial in the inlet and then the doctor aborted the procedure due to concern of damage to the vessel itself.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.